Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they experienced an unspecified fluid leak in the past week. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: d10.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they experienced an unspecified fluid leak in the past week. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A 3-hour simulated treatment post- accelerated stress test (ast) was performed on the cycler and encountered a grinding motor a. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed. There were visual indications of dried fluid on the bottom pump gasket and on the bottom pump assembly. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they experienced an unspecified fluid leak in the past week. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.